Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient had cardiac chest pain. In (B)(6) 2009, the patient presented with unstable angina (braunwald class iib) and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (prox lad) with 90% stenosis and was 16mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.0x20mm promus element stent, with 0 % residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with cardiac chest pain. The patient is not recovered and the event is not resolved at the time of reporting. No additional information is available at this time.

Event description:
It was further reported that at the time of the event, the cardiac chest pain was treated with administration of ntg spray.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: describe event or problem. (B)(4).